Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump, programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing found the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.